Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective plunger clamp, eject pin and 2-pole ribbon cable in the reported problem area of the pipette assembly. The plunger clamp, lld contact spring and cable were replaced. The instrument was inspected, tested without further problem, and returned to service.